Event description:
The customer would like the run data file investigated to determine a possible cause for the evaluated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this year. Signals in the rdf indicate it is possible, though not conclusive, that the plasma line may have been partially occluded during a portion of the procedure. If the plasma line does not contribute properly to the platelet pump it could cause the flow through the lrs chamber to be higher than the system expects, possibly allowing some wbcs to escape. Orientation of the hex in the hex holder may contribute to this. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.